Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. Batch #930a51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ech60l device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: push upward (toward the anvil) to unsnap the reload from the reload jaw. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure, that while unloading the reload from the device, pressing against the table, the articulation joint unintentionally bent (non-powered articulation). The articulation joint was described as seeming "loose". There was no patient consequence. A return kit is not required. The procedure was completed successfully. There were no patient consequences.